Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and the original equipment manufacturer (OEM) for MDR# 8010047-2020-10124. The biomedical engineer at the user facility further reported the date of the event (b3) and occurred prior to a diagnostic procedure. The intended procedure was completed. There were no other devices involved or replaced in this event and there was no delay in the procedure. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. As more than 11 years have passed since the delivery of this product, it was determined that the lock of the video connector socket wore out and failed due to long-term repeated use. It is presumed that the failure of the lock caused the video connector to fail to be held and the electrical contacts to be unstable, and affected the image transmission between the endoscope and the video processor or the endoscope detection, resulting in "no image", or "display of the color bar" (the situation that the endoscope is not connected). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has been requested however has not been returned to olympus for evaluation or repair at the time of this report. An investigation has been completed. Since more than 11 years have passed since the delivery of this product, it is presumed that the lock of the video connector socket wore out and failed due to long-term repeated use. It is presumed that the failure of the lock caused the video connector to fail to be held and the electrical contacts to be unstable, and affected the image transmission between the endoscope and the video processor or the endoscope detection, resulting in "no image", or "display of the color bar" (the situation that the endoscope is not connected). As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation.

Event description:
The customer called olympus to report a device malfunction. The socket connector of the otv-si was loose resulting in an intermittent image and a green image on the screen rather than the endoscopic image. The customer experienced the malfunction for about one week and confirmed there was no consequence or impact to the patient.